Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Later, patient reported "slightly firmer capsule". The device has been explanted.

Event description:
Patient reported they were suffering extreme pain, change in shape and volume, hardness, loss of feeling in the arm, and found out that the implants were recalled. The patient underwent diagnostic imaging examinations which diagnosed device rupture. This relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The events of granuloma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, corrected and/or changed data: b.1, b.5, h.6, h.11.

Event description:
Patient reported "extreme pain, change in shape and volume, hardness, loss of feeling in the arm, recall" and "rupture" diagnosed via scan. Later, patient reported "slightly firmer capsule". Later, patient reported "multiple silicone containing nodes present in the right axilla". This record is for the right side. The device was explanted.